Event description:
It was reported that a cadd-ms® 3 pump was not retaining programming information. The patient's nurse at the doctor's office helped the patient program the pump, and the patient kept the battery in the pump, but it was still not retaining the programming information. No clinical injury reported. Patient was not using the pump when the problem occurred.